Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the ok keypad button was sticking and required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be peeling at the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the up arrow, down arrow, and ok keypad buttons were found to be intermittently unresponsive; the ok button was not sticking. The contrast button responded appropriately. During investigation, evidence of contamination was found under all keypad contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a dim/fading display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.